Event description:
(B)(4). The dealer stated that the tdxspree-cg power wheelchair was received with an incorrect weldment on the right side walking beam, resulting in the front right caster being suspended in the air. This was discovered out of box in the field - was assigned to an end user. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxspree-cg, serial number/date code (B)(4) is approximately three month old. The owner's manual part number 1149267 rev. F (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.